Manufacturer narrative:
This report is submitted on april 17, 2019.

Manufacturer narrative:
This report is submitted on march 1, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced pain at the implant site, resulting in loss of benefit. Subsequently the patient was administered antibiotics (type and date not reported) however this did not resolve the problem. The device was explanted and the patient was not reimplanted with a new device as of the date of this report.